Event description:
It was reported by the rep the device was used during a colon resection. It was reported the clip did not form correctly. The clip shot out the end of the applier. Another clip applier was pulled to finish the case. There was no consequence to the pt.